Manufacturer narrative:
An investigation determined that a lower than expected vitros total bhcg ii (bhcg) result was obtained from a single patient sample processed using vitros immunodiagnostic products total b hcg ii reagent lot 2850 on a vitros 5600 integrated system. The assignable cause for the lower than expected vitros bhcg patient sample result could not be determined with the information provided. Based on historical quality control results, a vitros bhcg lot 2850 performance issue is not a likely contributor to the event. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event as within run precision testing performed was within ortho acceptable guidelines. However, as the precision testing did not take place around the timeframe of the event, an instrument issue cannot be completely ruled out as a contributor of the event. Sample handling and the possibility of sample mix up could not be ruled out as a possible cause of the lower than expected result as no information relating to protocol was received from the customer when requested. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros bhcg ii reagent lot 2850. Email address for contact office in field (B)(4).

Event description:
A customer obtained a lower than expected vitros total bhcg ii (bhcg) result from a single patient sample processed using vitros immunodiagnostic products total b hcg ii reagent in combination with a vitros 5600 integrated system. Patient 1 sample result of <5.0 miu/ml versus an expected result of 33 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros bhcg patient result was reported from the laboratory. However, the result was questioned by the physician and no treatment was altered, initiated or stopped based on the reported result. There has been no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).